Event description:
It was reported that pump displayed repeated malfunction alarms, with customer experiencing at least three occurrences of same malfunction code on same pump and no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump within warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, guided customer on correct setup option for new pump, and instructed customer to return problematic pump using prepaid label within 10 days, which customer acknowledged and understood.